Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the complaint device locking/neutral guide (product code: 03.231.007 , lot number: 5l45870) was returned to cq west chester for investigation along with locking guides and trocar handle which will be investigated under different ips under subject pc. During visual inspection, no issues were identified on the device. Also, the picture of the device was reviewed, and the findings were consistent with physical device investigation. Functional test: a functional test could not be performed as the guide was not returned with the aiming arm to evaluate the complaint condition. Can the complaint be replicated with the returned device(s)? No, the complaint cannot be replicated as a functional test was not performed. Complaint confirmed: no, the complaint condition cannot be confirmed during physical device investigation. Conclusion: the locking guide was returned without the aiming arm for evaluation, hence the complaint cannot be confirmed. A definitive assignable root cause could not be determined from the available information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part number: 03.231.007, lot number: 5l45870, manufacturing site: haegendorf, release to warehouse date: 10 october 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the malfunction were identified. Planned non-product non-conformance was opened to manage all work orders (wo) and purchase orders (po) which were in wip during the cutover phase from old erp to new erp. This nonconformance is affecting DHR reconciliation only and, for this reason, products are not impacted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Event occurred on an unknown date in 2021. Additional product code: jdp, hrs. Reporter is a j&j representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date during an open reduction internal fixation (orif) of the right femur procedure, the trocar handle was not retaining the cannulas for the locking/neutral guide. The locking/neutral guides were also not retaining the aiming arm. The procedure was successfully completed using another locking/neutral guide in the set. There was a surgical delay of (5) minutes. The patient outcome is unknown. Concomitant device reported: unk - plates: va-lcp condylar (part# unknown; lot# unknown; quantity: 1). This complaint involves (5) devices. This report is for (1) lck/neut gd 4.5 va lcp crvd cond aim arm. This is report 2 of 5 for (B)(4).